Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for a ruptured left subclavian artery anerusym and was implanted with a conformable gore® tag® thoracic endoprosthesis and gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. Later this same day the patient became unstable and was brought back into the operating room due to the occurrence of a new rupture. The patient was converted to open repair and the devices were explanted this same day. The devices were discarded at the site. There was deficiency of the devices reported. The patient tolerated the procedure and has follow up scheduled for (B)(6) 2018 with the physician.

Manufacturer narrative:
D11: patient medications include but are not limited to: ventolin, amlodipine, aspirin, acetametophen.

Manufacturer narrative:
UDI: (B)(4). Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc231400/17851482, pla360400/16548410.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment and was implanted with a conformable gore® tag® thoracic endoprosthesis and gore® excluder® aaa endoprosthesis. It was reported that the patient was converted to open repair and the devices were explanted this same day. The devices were discarded at the site.

Manufacturer narrative:
Event: corrected/additional information.

Event description:
There was no deficiency of the devices reported.